Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter fell out. It was stated that the tissue attenuation into the cuff seemed to be delayed or absent. The catheter was secured with sutures for an extended period of time but in this situation, it was stated that the cuff was clearly exposed. The catheter was inserted on and was later removed. There was no reported patient injury.